Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an inappropriate atrial tachy response (atr) episode caused by far field oversensing of the ventricular pacing on the right atrial (ra) lead channel leading to pacing inhibition. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an inappropriate atrial tachy response (atr) episode caused by far field oversensing of the ventricular pacing on the right atrial (ra) lead channel leading to pacing inhibition. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the inappropriate atr episodes persisted, and upon review, ts noted non sustained ventricular tachycardia episodes that appeared to be an atrial driven rhythm. No adverse patient effects were reported. This device remains in service.